Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe calcification was noted in the blood vessels. Two days following the valve implant, ¿strangeness¿ was reported in the patient¿s eyes and hands. A magnetic resonance imaging (MRI) confirmed a cerebral infarction. Antiplatelet medication and rehabilitation were required. Of note, the patient did have a history of cerebral infarction. Remission was reported thirteen days post valve implant. No additional adverse patient effects were reported.